Manufacturer narrative:
Based on the results of the investigation, olympus confirmed foreign material came out of the device which most likely occurred due to some kind of stress such as damage or deterioration of parts and device incorrectly handling during reprocessing. However, the type of the material or root cause could not be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited discoloration and crystallization within the insertion tube. There was no patient involvement.